Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia with a blood glucose of 230 mg/dl. The customer's father stated that the customer uses a mio infusion set and last changed his infusion set the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.